Event description:
The user received questionable results for seven assays for one patient sample. Of the data provided, the bicarbonate result was discrepant. The initial result was 61.6 mmol/l and the repeat results were 52.2 and 28.9 mmol/l. The assay was recalibrated and the sample was retested in a "pour off cup" with a result of 27.0 mmol/l. The results were not reported outside the laboratory and the patient was not adversely affected. The bicarbonate reagent lot number was 63182301. The field service representative determined there was a workstation c malfunction. He cleaned, lubricated and adjusted the workstation and performed checks and maintenance on the analyzer. To verify the analyzer operation, he observed proper function during a performance test and while the user ran calibration and quality control. All quality control results were within range.